Manufacturer narrative:
(B)(4)diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosish6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. On (B)(6) 2023, it was reported by the healthcare provider that the patient experienced diabetic ketoacidosis with insulin pump and dexcom malfunction. According to the report, the patient who is 27 years old and a male (as per reporter, patient refused to provide info identifiers). The reporter was unable to provide other info/details. There were reportedly no continuous glucose monitor (cgm) readings provided at the event. There was no blood glucose (bg) meter reading taken in comparison to the cgm and no patient symptoms were documented. The patient was diagnosed with t1d (type 1 diabetes) dka (hyperglycemia). The reporter was not sure who took him to the hospital. The patient went to the emergency room and was admitted to the intensive care unit. Medical intervention received was uncertain, but the reporter believed it to be insulin. Of note, there was documentation of insulin pump and dexcom malfunction. There was no documentation of further medical evaluation or intervention for dka. At the time of the report, the patient was recovering and discharged from the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.